Event description:
It was reported that while treating a lesion in the sfa from a contralateral approach, after the first inflation at 8 atm, the pta balloon would not deflate for 25 minutes due to a kink at the proximal end of the balloon. A catheter was advanced, the kink was released, and the balloon completely deflated. The pta balloon dilatation catheter was then removed in its entirety through the sheath without incident, as the procedure was completed. There was no report of injury to the pt.

Manufacturer narrative:
The lot number was provided and a review of the device history records is currently underway. To date, the device has not been returned for eval. The investigation is currently underway.